Manufacturer narrative:
Additional information: d9, h3 plant investigation: no sample was returned to the manufacturer for physical evaluation and a photograph was not provided for review. However, the reported event was confirmed using the information provided by the customer. This failure can be attributed to bad electrical contacting between the cable lugs and their contact pins at the motor protection switch. The contact resistance increased and the pump current led to increased thermal energy at the contacts points. The cable lugs at the motor protection switch overheated and discolored from the released thermal energy at the bad electrical contact. Due to the bad electrical contact, the thermal overload switch became unbalanced and tripped as intended. This failure is a known issue. The design of the electrical contact of this application was determined to be inadequate. Corrective actions have been defined and are under implementation. A new design of the motor protection switch and its wiring has been developed but is currently not released for the us market. According to the intake information the issue was solved by replacing the motor protection switch. The wiring was ordered for a replacement.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility after the aquabplus reverse osmosis (ro) system alarmed with error "f-04-50-04: p1 pump defective" during the t1 test. Upon evaluation it was discovered that the motor protection switch (mps) was malfunctioning. The mps was replaced to resolve the reported issue. The fst indicated that burnt and charred wiring was identified within the system. Additional information was obtained during follow-up. The fst found upon initial evaluation that the thermal overload relay had tripped. The relay was reset to clear the received error. It was then noted that the mps was tripping itself and not supplying power to all three legs. Upon further evaluation, the fst discovered that the black cable connected to the mps and contactor was discolored. There was no observed burning smell, smoke, spark, flame, or arcing. The fst replaced the mps and was informed at the time of follow-up that the black cable was on backorder. The ro system was returned to service. No blown fuses were identified. The facility reported to the fst that there were no power fluctuations on or around the reported event date. There was no harm to any patients or individuals because of this malfunction. No photographs of the reported thermal damage are available. A return goods authorization (rga) was created for the return of the sample to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility after the aquabplus reverse osmosis (ro) system alarmed with error "f-04-50-04: p1 pump defective" during the t1 test. Upon evaluation it was discovered that the motor protection switch (mps) was malfunctioning. The mps was replaced to resolve the reported issue. The fst indicated that burnt and charred wiring was identified within the system. Additional information was obtained during follow-up. The fst found upon initial evaluation that the thermal overload relay had tripped. The relay was reset to clear the received error. It was then noted that the mps was tripping itself and not supplying power to all three legs. Upon further evaluation, the fst discovered that the black cable connected to the mps and contactor was discolored. There was no observed burning smell, smoke, spark, flame, or arcing. The fst replaced the mps and was informed at the time of follow-up that the black cable was on backorder. The ro system was returned to service. No blown fuses were identified. The facility reported to the fst that there were no power fluctuations on or around the reported event date. There was no harm to any patients or individuals because of this malfunction. No photographs of the reported thermal damage are available. A return goods authorization (rga) was created for the return of the sample to the manufacturer for physical evaluation.